Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber burned, overheated and broke after 133,000 joules of use. The procedure was completed with a second fiber without patient complications.

Manufacturer narrative:
Date of event corrected (actual event date is unknown). Brand name updated. Model number, lot number, catalog number, expiration date, unique identifier (UDI) # updated. Premarket / 510(k) # updated. Device manufacture date updated. Investigation summary: based on the information available, the cause that contributed to the reported fiber burn, overheated and break cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported fiber burn, overheated and break cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Initial reporter first name, initial reporter last name, initial reporter phone and initial reporter email: corrected investigation summary: based on the information available, the cause that contributed to the reported fiber burn and break cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported fiber burn and break cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber burned and broke. The procedure was completed with a second fiber without patient complications.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber burned and broke. The procedure was completed with a second fiber without patient complications.